Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was kinked/buckled, melted, had cosmetic environmental stress cracking, was breached cut and had a cosmetic depression. Also there was blood in/on the helix mechanism, tissue on the helix and there was apparent explant damage.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.